Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Since the actual item of distal cover was not returned with the subject device, we could not specify the cause of the event, however, we presume the following. - anti-fog, olive oil, or products containing petroleum-based ingredient (such as vaseline) had adhered to the distal cover or the distal end of the endoscope, causing crack in the cover and making it prone to coming off the distal end. - when attaching the cover to the scope, it was not pushed in tightly enough and was not properly fit. - when attaching the cover to the scope, the cover was pushed in at an angle, causing it to break and prone to coming off the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additonal information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal cover on the duodenovideoscope was no longer attached after a diagnostic endoscopic retrograde cholangiopancreatography (ecrp). The procedure was completed using the subject device and the reported issue was discovered during reprocessing. A CT scan (only inside the stomach) was performed, and the facility determined from the images that the cover had not remained in the patient's body. There were no reports of patient harm.